Event description:
It was reported that the pump was replaced 6 to 8 weeks prior to report and an infection developed at the pump pocket site in the front of the patient's abdomen 1 to 2 weeks prior to report. It was noted that on the day of report, a new pump was being implanted in the right rear buttock area. The manufacturer's representative overheard the doctor mention another round of antibiotics. The pump was delivering dilaudid. It was later reported that the patient also had pump erosion through the skin and pain at the pocket site, but no other symptoms as the pump was working as it should. A culture was reportedly taken, but the organism remained unknown to the manufacturer's representative. The patient reportedly seemed fine right after the surgery, however, the manufacturer's representative had not seen the patient since then.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the onset of infection was (B)(6) 2014. Peri-operatives antibiotics had been administered. Prior to implant the patient was at risk due to skin cancer, debilitated state and malnutrition/extremely thin. On (B)(6) 2014, the patient returned to the healthcare provider due to some drainage in the superior lateral aspect of his incision site. The patient had a very tight and shallow pump pocket. There was only skin and no subcutaneous tissue to cover the pump. It was reported that the wound had looked really good for approximately 7 weeks. The patient got a skin tear or injury to the superior part of the pump. It was also noted that the patient had a skin tear over pocket; "three weeks before - hit edge wound on the wheelchair". The pump literally stuck out of the skin and caught on things such as the wheelchair arm. It appeared that it had eroded through the skin at that spot. The remaining tissue looked good. The patient had intermittent pain in the area of the pump implant which was no different than previously. On the 1-10 pain scale, at rest the pain was a 4/10 and with activity it was a 5/10. The primary location of the infection was the device pocket. The right upper quadrant pump pocket had a 5mm area of drainage and minimal erythema over what appeared to be a skin tear and erosion of the pump through the skin. Drainage was minimal. It was also noted that the patient experienced pocket erosion and incisional wound opening. Cultures were taken of the device pocket. The organism cultured was chromobacterium and empedobactor. The patient did not have meningitis. The treatment was oral antibiotics and partial device system explant on (B)(6) 2014. The patient outcome was infection resolved/no drug withdrawal. The device system was used to deliver hydromorphone with the last refill on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11406r34, implanted: (B)(6) 2002, product type: catheter. (B)(4).